Event description:
It was reported that an overdischarge had been confirmed on the patient's implantable neurostimulator (ins). There was only one over discharge due to patient non-compliance. The patient had a car accident approximately one year prior to report. It was noted the patient felt the stimulation seemed to be "different" after the accident and the patient let the battery discharge. At the time of the report, the patient was unable to charge their ins and the patient experienced a lack of stimulation. It was reported it was not possible to check impedances on the device. The patient¿s status at the time of this report was noted as alive with no injury or adverse event. It was also reported a physician mode recharge would be attempted on the patient's device. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the patient had not contacted the company representative or doctor further. It was noted that the patient was "not all that motivated to do anything" because he had a different system that was working well for his symptoms. It was stated that the patient would most likely leave the system alone or have it removed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).